Event description:
It was reported that: after the evar procedure they want to close the femoral. But the cover over the anker of the manta will not go into the sheath, sealing wasn't working we used a new manta and went well. Patient was reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: after the evar procedure they want to close the femoral. But the cover over the anker of the manta will not go into the sheath, sealing wasn't working we used a new manta and went well. Patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned 3 units of 14cf manta, 3 14f ce sheaths, 3 8f depth locators, and 1 14f ce dilator for investigation. 2 of the mantas were locked into the sheath. Out of the 3 mantas, components for 2 of them (anchor, collagen, and lock) were observed to be pushed out. The device lot history record review for lot number mn2201464 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an evar procedure, a 14f ce manta was deployed for closure in the left common femoral artery. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance attempting to advance the bypass tube into the sheath hub and slight buckling occurred to the bypass tube when met with resistance. The bypass tube would not c over the manta anchor and enter into the hemostatic valve. The first 14f ce manta sheath and device were removed. A second 14f ce manta device and sheath were opened and deployed, completing the closure. The patient did not experience any harm or health consequences from this event and the outcome post-procedure was good. Later information received indicated the physician had to use a lot of brute force to try and lock the manta device into the sheath; and felt that is why the manta might have been forced deeper in the artery and the end, did not close the artery. The physician also thought the manta might have changed the structure of the artery. According to the return product evaluation, three devices were received. One 14f ce manta closure unit exhibits a bypass tube partially inserted into the sheath hub and aligns with the complaint submitted. Two 14f ce manta closure units exhibited damage (kinking) to the carrier tube and the sheath hubs are attached. The damage (kink) exhibited on the carrier tube is potentially due to brute forces applied to the devices, although these two devices returned do not align with what has been reported in the complaint. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device, and note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. The occurrence (B)(4). We will continue to monitor the rate for all ders related to capa00319 and further investigations will be initiated if the occurrence rate exceeds (B)(4). The der process will continue to monitor for any similar events.